Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign material was present on the dressing. Photos depicting the reported complaint issue were provided by the complainant.

Manufacturer narrative:
A batch record review indicates no discrepancies. Machine logs have been checked and no discrepancies were found. Preventive maintenance (pm) logs have been checked and all pm's were completed. The product was sterilized and all the results were within specification. The products were released. The production process, in-process testing and packaging of products was run accordance with the product instructions for sterile machine doyen three (3). Visual inspection was performed and completed at the beginning of the order and every hour there after until the order was completed per test method. No nonconformity was registered during the manufacturing process of 8b04955. This is the only complaint received for the affected lot. Two (2) photographs were received and evaluated. The photographs confirm that this is a convatec product, the batch number and the complaint issue. The photograph shows two (2) marks on the dressing. It cannot be determined what the marks on the dressing are due to the dressing sample not being returned. All operators will be informed of the complaint issue. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.